Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 8297606. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected device is required for functional testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the adapter and tubing during use. The following information was provided by the initial reporter: during infusion, there was the leakage between the extension tube of the indwelling needle and the needle hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the adapter and tubing during use. The following information was provided by the initial reporter: during infusion, there was the leakage between the extension tube of the indwelling needle and the needle hub